Manufacturer narrative:
Addendum to document additional information and medical records provided by the patient¿s attorney. Additional information includes patient date of birth and weight. Adhesions was noted during exploratory laparotomy of 11/06/2015. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the information provided it is unknown to what extent the bard/davol flat mesh device may have caused or contributed to the patient¿s postoperative complications. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Addendum based on information and medical records provided by the patients attorney: (B)(6) 2003: the patient underwent repair of an incisional hernia utilizing a "marlex" mesh (bard/davol flat mesh) with lysis of adhesions. (B)(6) 2015: the patient presented to the ER with complaints of severe abdominal pain, nausea and vomiting. A CT scan was completed which allegedly revealed a small bowel obstruction and bowel containing ventral hernia. The patient was transferred to another hospital. (B)(6) 2015: the patient was diagnosed with incarcerated incisional hernia, small bowel obstruction and underwent a diagnostic laparoscopy, exploratory laparotomy, lysis of adhesions, small bowel resection, repair of incarcerated incisional hernia and explant of the ¿marlex¿ mesh (alleged bard/davol flat). Per the operative report details, "we noted the bowel was densely adherent anteriorly and after significant adhesiolysis, we were able to appreciate that the bowel was adherent to the mesh. The mesh was within the hernia sac and had receded off of the abd wall. It was evident that the bowel was densely adherent and incorporated in the mesh." (B)(6) 2015: the patient was discharged with a diagnosis of localized swelling, mass and lump; unspecified; ventral hernia without obstruction or gangrene; megacolon, not elsewhere classified. (B)(6) 2015: the patient had a f/u ofc visit and was noted to have wound dehiscence with a recurrent ventral hernia. Patient¿s wound was draining large amounts with intermittent nausea. (B)(6) 2017: the patient had md office visit and was noted to have recurrent ventral hernia and was scheduled to follow up with a surgeon in 12/2017.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced obstruction, adhesions, wound dehiscence, pain, swelling and hernia. Inflammation and adhesions are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the hernia allegation, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2003 - the patient underwent repair of an incisional hernia utilizing a "marlex" mesh with lysis of adhesions. On (B)(6) 2015 - the patient presented to the ER with complaints of severe abdominal pain, nausea and vomiting. A CT scan was completed which allegedly revealed a small bowel obstruction and bowel containing ventral hernia. The patient was transferred to another hospital. On (B)(6) 2015 - the patient was diagnosed with an incarcerated incisional hernia and small bowel obstruction. The patient underwent surgery in the nature of an exploratory laparoscopy which was converted to a laparotomy due to large amount of adhesions and ischemic bowel. The bowel was noted to be densely adhered to the mesh. The mesh was within the hernia sac and had to be receded off of the abdominal wall. This necessitated conversion to a laparotomy. Removal of 20cm of ischemic bowel and explant of mesh was performed. A bowel resection and excision of the mesh was performed. Repair of the incarcerated hernia was also performed. On (B)(6) 2015 - the patient was discharged with a diagnosis of localized swelling, mass and lump; unspecified; ventral hernia without obstruction or gangrene; megacolon, not elsewhere classified. On (B)(6) 2015 - the patient was diagnosed with wound dehiscence. It was noted that the patient has been having drainage from her wound for 5 days which had increased. There was purulent discharge. The wound was packed daily. The attorney alleges that as a result of the "marlex mesh" being implanted into the patients body, the patient was forced to undergo the aforementioned additional surgeries as a result of adhesion of the mesh to the patients bowel causing obstruction and necessitating the explantation of the mesh and also lysis of adhesions. Further more the attorney alleges the patient has experienced significant physical pain, has sustained permanent injury and has undergone medical treatment and will likely have to undergo additional surgeries.